Event description:
The nurse was priming the blood y-type set with normal saline prior to blood transfusion when she noticed solution was leaking out of the second hook that connects inside the pump (hook is part of the silicone tubing). Solution was stopped and new tubing was obtained. This tubing was never connected to the patient. No harm to patient or nurse. Manufacturer was notified of the incident.mailer will be sent to return product for analysis. Unfortunately, packaging was not saved.